Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a force sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and contamination on the bottom case. A review of the device?s event history log found a record of a ?system failure: force sensor bridge test?. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that a combination of the main board, plunger board, plunger cable and force sensor not operating as intended was the root cause. The main board, plunger board, plunger cable and force sensor were replaced. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device replaced the main board to resolve a force sensor bridge test alarm. Although the main board was replaced within the previous repair, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint. D3, g1,g2 email is: regulatory.responses@icumed.com